Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had non-intuitive motion. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and was able to clip. However, the instrument would not release the ligation clip. One side of the ligation clip remained stuck on the clip applier groove. The instrument was found with one grip severely bent. The damage was found at the clip groove. As a result, the clip applier instrument could not release the ligation clip properly upon performing a clip function. This type of failure - severely bent grip is typically associated with mishandling, such as applying excessive force to the grips during clip installation.